Manufacturer narrative:
Implant date: (B)(6) 2015.

Event description:
A report was received that during an explant product due to ineffective therapy, four metallic contacts were completely detached from the lead body and an additional four metallic contacts were partially detached. The physician noted that he did not use strong mechanical strength during the explant procedure. The physician reported that not all the dislodged contacts were removed from the patient.

Manufacturer narrative:
Additional information was received stating that the patient reported pain at the incision site. An x-ray was performed that showed fracture of the electrode. During the removal of the electrode several fractures were notes and the electrode was completely removed.

Event description:
A report was received that during an explant product due to ineffective therapy, four metallic contacts were completely detached from the lead body and an additional four metallic contacts were partially detached. The physician noted that he did not use strong mechanical strength during the explant procedure. The physician reported that not all the dislodged contacts were removed from the patient.

Manufacturer narrative:
The physician is unsure if the cables were exposed prior to the procedure or caused to be exposed during the procedure. Sc-8216-70 (s/n (B)(4)): the returned lead was analyzed and the complaint was confirmed. Visual inspection revealed distal electrodes #2r and #2l were completely dislodged and not returned. #3r, #3l, #7r, and #7l were partially dislodged but still attached to their respective cables. There were exposed cables.

Event description:
A report was received that during an explant product due to ineffective therapy, four metallic contacts were completely detached from the lead body and an additional four metallic contacts were partially detached. The physician noted that he did not use strong mechanical strength during the explant procedure. The physician reported that not all the dislodged contacts were removed from the patient.